Event description:
During positioning of the pt's head, the head slipped out of the mayfield skull clamp pins, resulting in a small laceration in the left temporal area. The surgeon stapled the laceration, reapplied a new clamp and positioned the head as required.